Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "3 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc device vibration and sound are too quiet, although it set at the loudest setting. The customer reported experiencing a loss of consciousness and a seizure and was treated by an emergency doctor for the diagnosis of hypoglycemia. The customer could not recall what treatment was provided since it happened three weeks ago. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that the adc device vibration and sound are too quiet, although it set at the loudest setting. The customer reported experiencing a loss of consciousness and a seizure and was treated by an emergency doctor for the diagnosis of hypoglycemia. The customer could not recall what treatment was provided since it happened three weeks ago. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Tested the audio and vibration functions using approved software and determined that the audio/vibration functions work properly. Therefore, this issue is not condirmed. All pertinent information available to abbott diabetes care has been submitted.